Manufacturer narrative:
Correction number: 1627487-07262012-001-c. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-03887 and 1627487-2013-03888. The patient's physician's office reported the patient is experiencing her system stimulation turning on by itself when she increases the level of her pain pump (patient has a pain pump and no longer needs to use stimulation) and the unwanted stimulation is causing uncomfortable/ painful shocks. Additionally, when the system stimulation randomly turns on, the pain pump turns off. It was also reported the patient experiences burning at her scs ipg pocket site as well as a heating sensation radiating down her leg. The heating is present regardless of charging; however, it is worse with charging. The patient plans on having the scs system explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.